Manufacturer narrative:
The "date of event" has not been provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report wil then be issued.

Event description:
Provider alleges joystick wire got caught on corner of bed while driving up to the bed for a transfer and ripped cord out of joystick. Claims cord fell onto blanket and caught blanket on fire.

Manufacturer narrative:
The device was returned and evaluated. The evaluator concluded that the joystick was not routed properly.

Event description:
Provider alleges joystick wire got caught on corner of bed while driving up to the bed for a transfer and ripped cord out of joystick. Claims cord fell onto blanket and caught blanket on fire.